Event description:
During procedure, an endo bovie tip was used. At the end of the procedure as the surgical drapes were removed, a one and one half inch long burn was noted near one of the incision sites. The site was excised and then repaired without further incident. The j hook used in the procedure is not owned by the facility, it is provided and reprocessed by a contracted vendor. The esu is owned by the facility, this unit was evaluated by the internal biomed department.